Manufacturer narrative:
The patient sample measurements were performed with an outdated calibration. A general reagent problem can be excluded because the provided qc data were within specifications. The pre-analytical data and instrument-related information did not indicate an issue. The customer performed a precision check with acceptable results. The field service engineer (fse) inspected the module and did not find any issues. An analyzer performance check (apc) was performed with acceptable results. The special hormonal status of ivf patients may cause certain patient-specific metabolites affecting the results from the estradiol iii assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient sample tested on a cobas e411 rack. The initial result was not reported outside of the laboratory. The sample was rerun using both onboard and manual dilutions. The initial undiluted sample was also rerun. The initial result at 9:43 am was >11010 pmol/l. With a data flag. The repeat result at 1:10 onboard dilution at 10:39 am was 7612 pmol/l. The repeat result at 1:10 onboard dilution at 11:02 am was 10125 pmol/l. The reporter chose to report this result. The repeat result at 1:10 onboard dilution at 12:26 pm was 8920 pmol/l. The repeat result at 1:10 manual dilution at 1:25 pm was 9938 pmol/l. The repeat result of the initial undiluted sample at 1:51 pm was >11010 pmol/l with a data flag. The reagent lot number is 566726 with an expiration date of 31-aug-2022.